Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The mother stated that there were 4 motor errors and she was not able to troubleshoot during the time of call. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.